Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump had a cracked case near the lcd window corner, minor scratches on the lcd display, a cracked reservoir tube lip, cracked battery tube threads, a stained address/serial number label and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.